Manufacturer narrative:
Issue is being investigated by the manufacturer.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
We were able to establish that the issue at hand is the 7th reportable customer product complaint related to issue where cart fell off from the smart trolley, reported within the last 5 years. The smart trolley is used as accessory to the medical device; washer disinfector 8668. The disinfector unit which is used with the affected trolley was manufactured in 2015. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. It was established that when the event occurred, the smart trolley which is used with washer disinfector 8668 did not meet its specification. During the investigation course we were able to establish, that the trolley is not working properly, pins fell off from the smart trolley and cart fell onto personnel occurred minor injury. A getinge service technician visited the customer site and inspected the device as part of our investigation, he resolved problems, replaced the required components and the returned trolley for user usage. The cart which fell off from trolley was the single particular failure that was found in this event, which could be a cause of body injury or infection of user of the device. We believe that devices in the market are performing correctly overall. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature. Corrected #h10 additional manufacturer narrative when reviewing reportable events for this type of issues we were able to establish that the complaint is one of several reported with an allegation that the cart fell off from the smart trolley within last 5 years. The smart trolley is used as accessory to the medical device; washer disinfector 8668. The disinfector unit which is used with the affected trolley was manufactured in 2015. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has lead to serious injury. It was established that when the event occurred, the smart trolley which is used with washer disinfector 8668 did not meet its specification. During the investigation course we were able to establish, that the trolley is not working properly, pins fell off from the smart trolley and cart fell onto personnel occurred minor injury. A getinge service technician visited the customer site and inspected the device as part of our investigation, he resolved problems, replaced the required components and the returned trolley for user usage. The cart which fell off from trolley was the single particular failure that was found in this event, which could be a cause of body injury or infection of user of the device. We believe that devices in the market are performing correctly overall. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature.

Manufacturer narrative:
We were able to establish that the issue at hand is the 7th reportable customer product complaint related to issue where cart fell off from the smart trolley, reported within the last 5 years. The smart trolley is used as accessory to the medical device; washer disinfector 8668. The disinfector unit which is used with the affected trolley was manufactured in 2015. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. It was established that when the event occurred, the smart trolley which is used with washer disinfector 8668 did not meet its specification. During the investigation course we were able to establish, that the trolley is not working properly, pins fell off from the smart trolley and cart fell onto personnel occurred minor injury. A getinge service technician visited the customer site and inspected the device as part of our investigation, he resolved problems, replaced the required components and the returned trolley for user usage. The cart which fell off from trolley was the single particular failure that was found in this event, which could be a cause of body injury or infection of user of the device. We believe that devices in the market are performing correctly overall. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature. The purpose of this submission is also to provide a correction of version or model #. This is based on the result of an internal review noting the initial report was incorrectly submitted stating another manufacture date. #d4 previous version or model #: 8666. Corrected version or model #: 8668.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware of an issue with wash cart which felling off from the smart trolley (part number: 6020720172, serial number: (B)(4). In described event smart trolley was used with washer disinfector -8666 with serial number (B)(4). Due tue the issue the minor injury was reported. The person from personnel sustained an arm strain when was trying to stop a fully loaded wash cart from falling off from the washer trolley. After described event the person was diagnosed by the onsite medical department and released back to work the following day without limitations.